Manufacturer narrative:
(B)(4) or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2021 and suture was used. During the procedure, the suture got detached from the needle. It was not a control release needle. There were no patient consequences reported. No additional information was provided.